Event description:
The hospital was performing backup generator checks which removed ac power from the ventilator. The ventilator would then try to switch over and use backup battery power. The customer reported that ventilator would not operate on the backup battery and shut down while in use on a patient. The customer reported the ventilator did alarm and there was no patient harm. The respironics service tech confirmed the customer reported problem. The service tech replaced the backup battery to connect the problem. Extrended self testing (est) was performed and passed per operating specifications.